Manufacturer narrative:
This supplemental report is being submitted to provide the results of the sampling technique review. As part of the post market surveillance study process, olympus personnel conducted a review of the sampling technique of the scope sampler and the following observations were noted: during preparation, cardboard was brought into the sampling room. The sampler did not wear ppe glasses and was removed from the sampling room. During sampling process, a reprocessing technician entered the sampling room and began working near the sampling area. The sampling room was next to the reprocessing room. Olympus investigations is ongoing. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the re-culturing results. The scope was sent to an independent laboratory for re-culturing. The sample tested positive for bacillus pumilus (1cg); categorized as low concern.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance the referenced tjf study. Based on the investigations (microbiological analysis, sampling review, reprocessing procedure review), the most probable cause of the reported positive culture can be attributed to insufficient reprocessing due to improper reprocessing procedures and/or contamination due to improper sampling are probable causes.

Manufacturer narrative:
The scope was sent to an independent laboratory for re-culturing. The re-culture test results summary is in progress. The scope was sent for ethylene oxide (eto) sterilization and returned to olympus for a device evaluation. A visual inspection was performed on the received condition. The instrument channel was inspected and found scratch marks inside the channel from the biopsy port side. The instrument channel was further inspected and found kinks inside the instrument channel from the bending section side. The distal end tip was checked and found a red stain at the entryway metal section. The suction channel was checked and found a red stain inside the suction channel. Additionally, the image was checked; the image is normal. The scope passed leak test. A review of the scope's instrument history records indicate the scope was purchased on november 28, 2010 and the last time the scope came in for service was june 4, 2018. The cause of the reported positive culture cannot be determined at this time as the investigation is in progress. If additional information becomes available, this report will be updated and supplemented accordingly.

Manufacturer narrative:
As part of the post market survellance study process, the olympus endoscopy support specialist (ess) visited the user facility to observed the reprocessing practices and observed the following: the technician reuses the sponge that is used during the pre-cleaning steps for the manual cleaning wipe down of the scope. During leak testing the technician was leak testing 30 seconds angulation and then only 10-15 for the elevator. During the brushing steps the following was observed (1)technician begins with angled brush from hedge hog model sbb-119-50 to clean channel opening instead of recommended bw-412t brush. (2)technician then uses the olympus maj-1534 to brush inside the elevator and the elevator recess. (3)technician olympus recommend steps when using the maj-1888 brush and also flushing the front and back of the elevator with a 30cc syringe and (4)technician used the long cleaning channel brush for the biopsy port and then the channel openings. During the suction step the technician does not raise and lower the elevator. The technician is then using the scope buddy product for 1 minute 30 seconds for manually flushing, rinsing, then air. When the technician removes the scope from the medivators edge automated endoscope reprocessor they are not drying the air/water cylinder, suction cylinder, and forceps recess with a sterile q-tip. The ess notified the user facility¿s staff and recommended an official in-service to discuss the deviations with all of the staff that reprocess these scopes.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The olympus endoscopy support specialist (ess) reported an in-service on reprocessing was last performed at the user facility two years ago and that the user facility utilizes non-olympus vendors for repair (ims) and education ((B)(6) health). Olympus dispatched an ess to the user facility to observe the reprocessing practices and to provide training if necessary. To date, the ess visit has not been finalized. The cause of the reported event could not be determined, however, if additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for a high concern microorganism, (B)(6), after reprocessing. The user facility utilizes the medivators edge, automated endoscope reprocessor (aer). There were no associated patient infections reported.